Event description:
It was reported that the customer experienced high blood glucose levels (298 mg/dl).

Manufacturer narrative:
No product returning for evaluation. Should new info become available, a supplemental form will be submitted.